Manufacturer narrative:
Reported event: an event regarding pain/disease progression resulting in revision involving an unknown mako uni-condular insert component was reported. The event was not confirmed. Method & results: device evaluation and results: the reported device was not returned however photographs were provided for review. The photographs show two recently explanted pka's (left and right side), both sets of femoral and baseplate components indicate bony ingrowth. Femoral component lot information cannot be identified on the images provided, however, baseplate information can be. An image of the two insert components was also provided. Nothing of note is observed on the image provided. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: the provided medical records were rejected for medical review : provided photographs showed a uni bilateral knee arthroplasty where both the inserts, femoral components, and baseplates were explanted. Need revision operative reports, histopathology reports, serial x-rays, office reports and examination of returned explanted components. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including revision operative reports, histopathology reports, serial x-rays, office reports and examination of returned explanted components are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Device not returned.

Event description:
Update 12/november/2018: this pi is for the right knee. Dr. Revised bilateral medial mako uni's originally done on (B)(6) 2011 due to disease progression/pain. It was noted bone spurs grew prominent along the medial edge of the femur and that bone appeared to have been rubbing against the tibial inserts on both sides. Implant information was only able to be retrieved for the tibial baseplates. The others were not able to be read when the implants were explanted.